Event description:
It was reported that during a shoulder procedure using a 1.8mm q-fix all suture anchor, the anchor deployed properly, but the suture pulled out of the anchor. The surgeon felt it was necessary to drill a new bone hole to complete the procedure. There were no significant delays or patient complications reported as a result of this event.